Manufacturer narrative:
(B)(4). Only event year is known: 2020. Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.    The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a lap anterior resection, cdh29a can¿t fire during surgery. The surgery was not delayed and completed successfully with no patient consequences.